Event description:
It was reported that a patient experienced peritonitis manifested with stomach bug and cloudiness coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset. The cause of peritonitis was unknown. On an unreported date, the patient was treated with ciprofloxacin (dose not reported for 21 days), orally and ceftazidime (dose not reported for 21 days) ip in pd capd bag for peritonitis. Seven days after the hospitalization, the patient was discharged and transferred to another hospital for five more days. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.